Event description:
Customer e-mail alleging the following: my name is (B)(6) and I am writing you as I have concerns about a surgery I received about 20 years ago. I had a ray cage inserted between my l4 and l5 disc area around 1992. I have had a lot of difficulty for several years with my lower back. I have seen several doctors and they all say the same thing. They see minimal scar tissue and not much sign of arthritis yet I still have problems. Especially when I use my back as much as I do. Can particles fall off the cage from corrosion and enter my tissue causing problems?

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.